Event description:
Emt's responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed motion detected and would not analyze the patient's rhythm for approximately 2 1/2 minutes. Patient outcome is unknown. A review of the patient event record by the facility indicated the motion may have been caused by respirations.